Event description:
The affiliate reported that the valve was explanted due to a malfunction and excessive drainage. After the explantation, the valve was tested with a water column test which determined that the valve was opened. The water freely passed through the valve. The peritoneal catheter was not attached during the test.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that upon receipt of the device the cam position and cam mechanism was not visible due to a white substance inside the valve casing. It was also noted that the proximal connector was cut off, and not returned. A white substance was also seen in the valve casing and as a result it was not possible to program or pressure test the device as the cam mechanism was not visible. During the functional testing of the device, no occlusions were present and the valve passed the reflux test. During the dismantling of the device, it was revealed that the valve casing, cam mechanism, base plate were coated with the white debris. A review of the device history records confirmed that the valve conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.